Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder did not calibrate the capsule. They used another capsule, but the recorder still did not calibrate it. The recorder worked correctly during the previous procedure and will be returned for investigation. There was no patient and user harm and a repeat procedure was necessary.